Manufacturer narrative:
Corrected fields: h6 (health impact - clinical). Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and when checked by fse, it was reproduced. After cleaning the contacts between the video receiver board and flat cable and adding cushioning material, it was confirmed that the symptom did not recur.

Event description:
It was reported that during inspection by hospital staff, the noise appeared on the cs300 intra-aortic balloon pump (iabp) unit monitor and it was impossible to see. There was no patient involvement or harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection by hospital staff, the noise appeared on the cs300 intra-aortic balloon pump (iabp) unit monitor and it was impossible to see.